Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a 29 millimeter (mm) transcatheter valve in a previously implanted 27 mm non-medtronic (trifecta) surgical aortic valve, the delivery catheter system (dcs) was unable to advance through the surgical aortic valve. Subsequently, the system was withdrawn from the patient, and a new valve and new delivery catheter system (dcs) were used to complete the procedure. Additionally, a balloon valvuloplasty was planned. No patient complications were reported as a result of this event. Additional information was received that a pre-balloon dilation was performed with a 24 mm non-medtronic balloon. Following the valve implant, the valve had lack of expansion. A post-balloon dilation was performed.